Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case the customer reported that they cannot hear any sound from the examination room. The customer continued using the system without system communications. The fse determined that both microphone boards had failed and replaced them. There was no report of harm to a pt, operator, or bystander as a result of this reported event.